Event description:
Patient in chf clinic for blood draw. While labs were being drawn using this device, there was a defect in the tubing. Blood was leaking out through the hole in the tubing. The patient required another stick. Vacuette evpo protect safety blood collection set & luer adapter ref# (B)(4). Lot# g221037u.